Event description:
Facility reported blood loss from an internal leak, 1st use. Estimated blood loss is greater than 100cc. No medical intervention. Sample was saved for eval. Medwatch filed on the blood loss.